Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer contacted their healthcare provider to obtain alternate method of insulin therapy.